Event description:
Patient was being scanned in the thoracic spine area using the quad t&l coil. Patient orientation was head first, supline, hands on lap. Surface coil cable was routed correctly with no loops or kinks. Normal saline IV in right antecubital fossa utilizing a plastic catheter instead of a needle. Pulse oximeter was attached to right index finger, with cable running straight out of the magnet, lying on top of a blanket over her legs. She suffered a 3/4 inch 3rd degree burn on the anterior surface of her right arm near the wrist. No cables or metalic objects were near the burn at the time of observation, therefore exact cause undetermineddevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.